Event description:
A compudent-sta unit was used in conjunction with a wand-sta handpiece to perform a dental anesthetic injection. The dentist performing the injection reported that necrosis of tissue occurred at the injection site. The dentist injected into a lower molar approximately .9ml of 4% articane with a 1:100,000 concentration of epinephrine. The dosage and epinephrine concentrations administered by the dentist is specifically not recommended for these types of injections in the operators manual.

Manufacturer narrative:
I have attached a report from dr, director of from the compudent-sta operators manual. In dr's report, he outlines his contacts with the dentist and his conclusions. The dentist stated to dr that she did not read the instructions in the manual. An initial evaluation was conducted of the unit involved in this event. The results of this evaluation showed that the unit was operating per specification. A more detailed analysis of the unit is underway.